Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) failed to open at the distal segment during a flow diversion procedure. The ped was used to treat a patient's aneurysm located at the siphon segment of the right internal carotid artery. The aneurysm had max diameter of 8.77mm and neck width of 9.41mm. The landing zone artery diameters were 4.02 distally and 4.95 proximally. Patient vessel tortuosity was described as severe. It was reported the ped was prepared as indicated in the instruction for use. The microcatheter was flushed continuously with heparinized saline. During delivery of the ped, there was a little resistance when going through a bend. When the physician attempted to deploy the ped, the distal segment did not open after 5mm of the ped was unsheathed. After waiting for one minutes, the distal segment remained not expanded. To make further attempt to open the distal segment, an additional 3mm of the ped was unsheathed. The issue was not resolved. The physician decided to resheath the ped to make attempt for redeployment. After several attempts, due to the severe vessel tortuosity, the physician was unable to completely resheath the ped. Therefore, the ped was further unsheathed. At this point, the mid segment of the ped expanded as expected, but the distal segment remained not opened. The physician decided to remove this ped with the microcatheter. No patient injury reported. After removal of the ped from the patient. It was noted the tip of the ped was damaged. The treatment for the patient was completed with new ped.

Manufacturer narrative:
The pipeline flex was returned for evaluation. The distal and proximal ends of the pipeline flex braid were found fully open with moderate fraying. No other anomalies were observed. Based on the analysis finding, the reports of pipeline flex failure to open at the distal end and failure to resheath could not be confirmed. The received pipeline flex braid was found fully open with moderate fraying at both ends. The cause for damage could not be determined. The customer reported that the patient¿s vessel tortuosity was severe. It is possible that the ¿severe vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the reported issues. The pipeline flex instructions for use (IFU) provides the following guidance: ¿begin to deliver the device using a combination of un sheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the pipeline flex failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.